Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 078) issue. The distributor alleged that there was an unspecified cs 078 call service alarm issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 06/02/2015 with the following findings: review of the alarm history revealed one record of call service alarm ((B)(4)). On investigation, the pump was exercised for 24 hours. Rewind, load and prime steps were successfully completed without alarms. Investigation did not duplicate the call service alarm complaint. Unrelated to the original complaint, the display was noted to be dim.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).